Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2022 and (B)(6) 2023 recorded a slightly fluctuating pacing impedance between 380 ohms and 500 ohms. Furthermore, a slightly fluctuating shocking impedance between 60 ohms and 70 ohms was recorded. The analysis of the provided iegm episodes revealed artifacts on the far-field and rv channel, which led to the reported oversensing. The analysis of the provided x-ray images showed the lead body forming a loop in the pocket area. A lead-to-lead or lead-to-can interaction cannot be ruled out. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. The integrity of the lead cannot be assured. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that oversensing was noted on this lead approx. 69 months after the implantation. Tachycardia detection has been deactivated. Lead currently remains implanted. Should additional information be received, this file will be updated.